Manufacturer narrative:
The device will not be returned to boston scientific. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable pacemaker had partially eroded out of the pocket. The physician suspected that there was an infection caused by pressure necrosis. No other adverse patient effects were reported. A revision was performed and the system was explanted.